Event description:
It was reported that the patient received an inappropriate shock. The implantable cardioverter defibrillator (ICD) device misidentified an episode of t-wave oversensing (twos) on the right ventricular (rv) lead as an episode of ventricular fibrillation (vf). The device and lead remain in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).